Event description:
It was reported to boston scientific corp that a radial jaw 4 single use biopsy forceps large capacity was used during a gastroscopy procedure performed in 2009. According to the complainant, during the procedure, the forceps was passed down the working channel without any noticeable resistance. After taking a biopsy, the jaws were closed and it wa noticed that the metal parts neighboring to the forceps were bilaterally and symmetrically spread. Consequently, the device could not be removed from the scope and therefore the scope and forceps were removed in tandem. The distal end of the device was then cut and the device was removed from the scope. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable. Attempts were made to obtain pt details have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.